Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. The customer¿s blood glucose was 160 mg/dl. Customer reported that they were able to clear the alarm and able to complete rewind. Troubleshooting was performed for insulin pump error alarms. Customer stated that the alarm occurred shortly after inserting a new battery. Customer stated that the time was wrong and there was a black dot on the screen. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.